Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[it has a broken latch and requires a replacement keypad.]. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Initial reporter facility name: the royal melbourne hospital clinical eng material handling bld a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[it has a broken latch and requires a replacement keypad.]. There was no reported patient involvement.